Manufacturer narrative:
The field service engineer (fse) performed an instrument check and precision testing, adjusted mixer positions, adjusted and cleaned the rinse station, and adjusted the ise probe. The customer did not complain of any further issues after the service visit. The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was approximately 149 mmol/l. The repeat result from a different module was approximately 140 mmol/l or 141 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.